Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation occurred during the thawing phase. Coronary angiography was then performed, and no air was confirmed. After a few minutes, the st elevation recovered. The balloon catheter was then extracted from the patient's body in order to remove air. The procedure continued, and the case was completed with cryo. It was noted that the suspected cause of the st elevation was air ingress on the sheath, as the hemostatic valve was open. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least twelve applications were performed with the balloon catheter without any issue on the date of the event. However, multiple injections were non-sustained. St elevation occurred during the thawing phase of the procedure. Coronary angiography was performed, and no air was confirmed. The catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.